Event description:
Pt reported redness in the left eye and discomfort with lens. Pt visited doctor and was diagnosed with corneal abrasion and anterior uveitis and was treated. Per the treating doctor, the pt's outcome is unk as the pt did not return for a follow up examination. The doctor does not relate event to a specific product and stated the pt wore a lens indicated for daily wear overnight. During a follow-up conversation with the pt, eye condition was resolved.

Manufacturer narrative:
The product was not returned for evaluation. The lot device history records were reviewed and show that all requirements were met. Doctor did not relate event to product. Based on all info, no causal factor can be determined and no conclusion can be drawn.